Manufacturer narrative:
(B)(4). Date sent: 2/22/2024 d4: batch #340c22 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one sr75 reload was returned with no apparent damage. The reload had proximal 10 drivers up and the remaining drivers were down with staples present. The swing tab was noted to be broken, and the right gripping surface was damaged making the reload nonfunctional. No functional test could be performed due to the condition of the reload. The event reported was confirmed and it is related to improper use of the reload. The condition on the returned reload is consistent with an improper loading technique, causing the damage to the swing tab and the gripping surface not allowing the device to fire. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 340c22, and no non-conformances were identified. The lot#381c94 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during a whipple procedure surgery, could not fire. Changed to a new one to complete surgery. There was no patient consequence reported. No additional information can be provided.